Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that there was no problem detected with this device. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker patient was hospitalized in the intensive care unit and it was desired to have a company representative come and check the device. Additional information is being requested.